Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on information provided by the customer. The automated endoscope reprocessor (aer) used was a washing machine from xinhua medical. The device was dried by compressed filtered air and was not stored after reprocessing.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope at maintenance. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the physical device evaluation has been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. During manual cleaning, the detergent used was detergent a. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The disinfectant used was opa and all the channels were flushed and immersed in disinfectant. Olympus is the maintenance company. The device evaluation found the following non-reportable malfunctions: the light guide tube and the suction cylinder were worn; the control body protector was damaged; the instrument channel tube was scratched; the insertion tube was yellowish, swelled and wrinkled; the image was shadowy due to the scratched objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor complaints for this device.